Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056229. The customer provided a video of the affected sample; analysis of the video identified that an occlusion was observed when the customer attempted to access the smartsite component with a syringe. No obvious signs of damage or manufacturing defects could be identified during analysis of the video, furthermore the glue like substance reported by the customer could not be observed. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20056229 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports for occlusion against the 2000e china product in the past 12 months.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues, and was clogged. The following information was provided by the initial reporter: hematology, smartsite connector blocked. When venting the joint, it was found that there was no liquid flowing. When observing the port of the joint, it was found that there was a transparent substance similar to glue.